Manufacturer narrative:
(B)(4).

Event description:
Covidien received information indicating the ventilator measures high tidal volumes during patient use. There was no patient harmed or injures as a result of the event. The patient was removed from the ventilator.